Event description:
It was reported by the hospital perfusionist that during a procedure the delivery set disposable experienced a leak "where the two pouches connect." The perfusionist stated the leak, which consisted of cardioplegia solution and blood, occurred while the patient was on bypass. There were no patient complications reported as a result of the alleged event. The disposable device was discarded by the hospital and not returned to the manufacturer for analysis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.